Manufacturer narrative:
For 1 event, the malfunction is consistent with the findings of the service engineer. The investigation did not identify a product problem. The specific cause of the event could not be determined. For 1 event, the investigation did not identify a product problem. The specific cause of the event could not be determined. The investigation is ongoing for 2 events. The follow up actions for 1 event was that qc was run with no issue. The field service engineer observed some other samples with fiber filaments. The customer was advised to increase their centrifugation speed and increase their clotting time for serum samples. The customer was also advised to clean the sample probe daily. The follow up actions for 1 event was that the field service engineer cleared the sample probe, sipper probe and gripper finger; the fse replaced multiple tubes on the instrument. Following the maintenance performed by the fse, the customer had no further issues. There were no follow up actions for 2 events. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial numbers continued: (B)(4).

Event description:
This report summarizes <noe>4</noe> malfunction events. Questionable non-reproducible results were generated by the cobas e411 disk analyzer. The events involved a total of 6 patients with the following: 3 questionable results for elecsys hcg + b, 2 questionable results for elecsys estradiol iii assay, 1 questionable result for elecsys probnp ii immunoassay. The patients' ages ranged from 38 years to 66 years. The other patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There were 3 females and 1 male. The other patients' genders were requested, but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.

Manufacturer narrative:
For one of the pending events, the investigation did not identify a product problem. The cause of the event could not be determined. The follow-up actions include an lfc, a system volume check, and a precision check. All tests were successful. For one of the pending events, the investigation determined the issue was resolved by the service actions. Follow up actions for this event include: the field service engineer determined the measuring cell was due for replacement. The measuring cell was replaced and measuring cell preparation maintenance was performed. A system volume check, photomultiplier high voltage adjustment, calibration deletion, and blank cell calibration were performed. Performance testing was run. The customer ran calibration and controls; results were within specifications.